Event description:
It was reported that the surgeon attempted to insert a micl12.6 implantable collamer lens and the lens got stuck while advancing in the injector. There was no pt contact.

Manufacturer narrative:
Evaluation results - a work order search was conducted and there were no similar records found within the work order.